Event description:
We were informed about a hospital experiencing 2 issues. With both of olympus towers going down today it is affecting service delivery of urology. The hospital's urocams and ureteroscopes only fit into this tower (and on pendant in or5 if orthopaedics is not occupying the room) recently the cable was changed, however intermittently it has turned off mid procedure. The standby light alternates from red to green and now the monitor will not turn on at all. The patient was not affected. There was diathermy used during the case. The leads were separated to minimise interference. The unit was not disconnected for 5 mins.